Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro fiberscope had a biofilm on the lens. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's complaint could not be confirmed. Based on the results of the investigation, the root cause cannot be determined why the foreign object remained in the device there is a detailed description about reprocessing below : chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.